Event description:
It was reported that a patient underwent a hysterectomy on (B)(6) 2011. During the procedure, the device got stuck and the handpiece failed to rotate. There was no adverse patient consequences. No further information was provided.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.